Event description:
The pt reportedly experienced sound quality issues and poor performance. Programming changes were made and external equipment was exchanged; but, the issue was not resolved. Revision surgery will be scheduled.